Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced chest pain 3 days post implant and presented to the hospital. Interrogation with a programmer noted rv loss of capture (loc) and out of range pacing impedance measurements that resulted in activation of the lead safety switch (lss) feature. Pacing impedance measurements at the time of device interrogation were noted to be 1,283 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting. A chest x-ray was performed and noted a lead perforation. A revision procedure was performed. The lead was repositioned. No additional adverse patient effects were reported. This product remains implanted and in service.